Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Health care professional reported lefts side deflation. The device remains implanted.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease fold, brown particles in fill channel, an opening on posterior, yellow particles in shell, and wear abrasion. Leak test and microscopic analysis was performed which identified: a crease smooth opening on posterior and observed void >1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: - a crease smooth opening on posterior assessed as fold flaw opening.

Event description:
Device has been explanted and replaced.